Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 11-feb-2021. The most recent information was received on 18-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lumbar pain') in a female patient who had essure (batch no. C35393) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), dysmenorrhoea ("pain during menstruation"), menorrhagia ("heavier menstrual flow, sometimes lasting over 1 week"), general physical health deterioration ("worsening health since the insertion"), visual impairment ("deterioration in vision"), migraine ("daily migraines"), neck pain ("neck pain"), arthralgia ("pain in the hips"), amnesia ("memory loss") and chest discomfort ("tightness in the chest"). Essure treatment was not changed. At the time of the report, the back pain, dysmenorrhoea, menorrhagia, general physical health deterioration, visual impairment, migraine, neck pain, arthralgia, amnesia and chest discomfort outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, back pain, chest discomfort, dysmenorrhoea, general physical health deterioration, menorrhagia, migraine, neck pain and visual impairment with essure. The reporter commented: worsening health since the insertion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-feb-2021: quality safety evaluation of ptc. On 17-feb-2021: ha number received - r2102923. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 11-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lumbar pain') in a female patient who had essure (batch no. C35393) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), general physical health deterioration ("worsening health since the insertion"), visual impairment ("deterioration in vision"), migraine ("daily migraines"), neck pain ("neck pain"), arthralgia ("pain in the hips"), dysmenorrhoea ("pain during menstruation"), menorrhagia ("heavier menstrual flow, sometimes lasting over 1 week"), amnesia ("memory loss") and chest discomfort ("tightness in the chest"). Essure treatment was not changed. At the time of the report, the back pain, general physical health deterioration, visual impairment, migraine, neck pain, arthralgia, dysmenorrhoea, menorrhagia, amnesia and chest discomfort outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, back pain, chest discomfort, dysmenorrhoea, general physical health deterioration, menorrhagia, migraine, neck pain and visual impairment with essure. The reporter commented: worsening health since the insertion. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.